Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, the device was found to be in backup vvi. The patient stated working with large magnetics months ago. A device restoration was performed successfully.